Event description:
User facility reported an uneventful novasure procedure was performed in 2009. On post hysteroscopy "gold mesh from the device array" was seen inside the uterine cavity. The physician flushed the cavity with saline and successfully removed the pieces. During follow-up with the physician the following month, she reported once the 'gold mesh' was flushed from the patient's cavity on original date, no further treatment was needed and the patient was discharged home. She reported the patient is doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release.